Event description:
The customer reported while a patient was being monitored on the dpm 6 monitor, the screen froze and unit rebooted, causing loss of patient monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the unit and determined the unit needed to be returned to the factory for repair. The customer was provided with a loaner while it is being returned to the factory for further evaluation.